Event description:
It is reported that the implant had to be removed due to fractured screw inside it.

Manufacturer narrative:
Zimvie complaint (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v sbm 3. 7mm 3.5mm 8mm, tsvb8 and one imp,tsv,4.1mm,sbm,10, tsv4b10 were returned for investigation. Visual inspection of the products identified bone/tissue attached to the implant external threads. Fragment of fractured screws identified inside the implants. Device history record (DHR) review could not be performed for the reported unknown zimmer screws as the lot number was not provided. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review for the unknown zimmer screws could not be performed as the lot/item numbers were unknown. Based on the available information, device malfunction did occur and the reported event was confirmed by inspection and evaluation.

Event description:
No further event information is available at the time of this report.